Event description:
Additional information was received that the patient also experienced eye pain and hyperemia. Bacteriological testing was performed and was negative. Symptoms improved with steroid application treatment, however, the patient is still being treated with medication.

Manufacturer narrative:
(B)(4).

Event description:
Anterior chamber cells were confirmed.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-january 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported increased intraocular pressure (iop) following an intraocular lens (iol) implant procedure. The patient visited the facility with whitened cornea at the end of (B)(6). Anterior chamber cells were confirmed. Iop was 40 mmhg. Upon taking oral and IV medication, the iop went down to 20 mmhg. No fibrin was detected. The patient was treated with steroids and the symptoms have recovered.